Event description:
A dreamstation auto CPAP was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the service technician observed visible foam particles on the surface of the unit. Additionally, during the evaluation there were some cosmetic damages found like damaged lcd screen, scratches on upper enclosure, damaged buttons on upper enclosure and damaged bottom enclosure. The device was cleaned, functional and upgraded. There was no error code found at the time of evaluation. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.